Event description:
A cracked touchscreen on a pump was reported, which resulted in the screen being non-functional and unreadable. The blood glucose level was recorded at 140 mg/dl, which is within the normal range. The customer was awaiting the return of the pump for assessment, and a replacement pump was provided.